Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead, connector portion was returned in one piece measuring 8.4 cm/9.1 cm. Analysis of the lead found insulation degradation that breached the insulation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.